Event description:
EKG gives error message that leads are not connected when they are. Evaluated by bio met, unable to identify cause, believes leads either need to be cleaned or replaced. Bio med does not stock or order replacement leads, the department will have to order.